Event description:
It was reported that during a lobectomy procedure, the device got stuck on tissue. The device was removed and there was a hole in the pulmonary vein. The hole was repaired using sutures and the procedure completed as normal. There was no pt consequence.